Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09apr2020.

Event description:
The customer reported that device is oscillating. The device was evaluated by the field service engineer (fse) and the reported issue was confirmed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The fse replaced the blower motor assembly to address the issue. The customer then called back saying there was backup alarm failure. The fse did not confirm the failure but noticed the proxy tube was placed incorrectly. The tubing was reseated and the device passed all testing. The device is back in service.

Manufacturer narrative:
G4: 25jul2020. B4: 06aug2020. The blower motor assembly was returned to failure investigation for evaluation.. Visual inspection of this customer returned blower motor assembly revealed no anomalies. A failure investigation (fi) technician installed the blower motor assembly into a fi ventilator to duplicate the reported issue of a v60 is oscillating. Fi technician identified the v60 is oscillating could not be verified or reproduced. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11aug2020; b4: 17aug2020. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-01137 was submitted. Any additional information will be submitted under the initially reported MFR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.